Manufacturer narrative:
No sample provided by customer.

Event description:
The customer stated that about a year ago, they were having problems with the bp stainless steel blades (coming through cardinal custom packs) breaking. They said it was happening in different specialties with different sized blades. They had to convert to the carbon steel blades in their packs because this was happening.